Manufacturer narrative:
(B)(4). The complaint for a system error 2240 (air in line) alarm was not confirmed. The root cause was undetermined. A labeling review was not completed because no use error was suspected. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted global technical service (gts) regarding a system error 2240 alarm that appeared on the home choice during drain. Gts had the home patient (hp) cycle power to clear the alarm and assisted the hp to end therapy. Gts explained that the alarm indicated air had entered the setup, reviewed proper procedures, and advised the hp to contact the nurse in the morning. Product surveillance spoke with the hp, who said the nurse was notified. The hp did not notice anything unusual with the supplies. The patient was involved but there was no serious injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The lot number was not provided; therefore, a batch review cannot be conducted. Sample was not returned; therefore, no evaluation could be performed. Should additional information become available, a follow up MDR will be sent.